Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, at the beginning of the surgery the forceps were not delivering the usual energy, but it was tried to use it nonetheless. However, the clamp did not deliver the 100% seal or just partial seal. End tone was heard but no regrasp alarm. Replaced with new similar device and it worked fine which completed the procedure. There was no patient injury.